Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the moderately tortuous and moderately calcified anatomy resulting in the reported balloon rupture during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo, 90% stenosed, moderately calcified, moderately tortuous proximal left anterior descending artery (lad) lesion. Dilation was then performed using a wolverine 2.75x10mm. Subsequently, a 3.0x12mm nc trek neo balloon dilatation catheter (bdc), was prepared according to the instructions for use. The bdc was advanced with no resistance felt during delivery, however, upon the first inflation to approximately 6 atmospheres, a rupture was observed. It is believed that the rupture may have been caused by contact with residual nodular calcification. The device was replaced with a tasuki 3.0x10mm, and a 3.0x15mm xience skypoint stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.